Manufacturer narrative:
Please note corrections to section h6 (results and conclusion codes). The reported event could be confirmed, although the device was not returned but few x-rays were shared which confirms the alleged failure. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. A few x-rays were provided which were presented to our health care professional for evaluation, question about most likely reason for breakage of nail was asked, to which medical expert opined: ¿there is a patient related factor due to the fracture pattern: subtrochanteric fracture with a large lesser trochanter fragment which is dislocated pretty much. Obviously there was also a subtrochanteric communition as there were two cerclages provided. The other is the poor eccentric positioning of the lag screw. It is positioned too low (ap view) and the lengths is not optimally chosen (can be seen on the lateral view). Therefore non-union occurred and the device failed in the end.¿ the device must be available in order to determine the exact root cause of the failure. However, based on the available information and the opinion received from the health care professional, the most probable cause of the issue is most likely patient related. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The customer reported that gamma nail broke which required a revision surgery (tep done on (B)(6) 2021). Update** while reviewing the x-rays of below complaint, we can notice that, there is breakage of distal locking screw as well.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by customer.

Event description:
The customer reported that gamma nail broke which required a revision surgery (tep done on (B)(6) 2021). Update: while reviewing the x-rays of below complaint, we can notice that, there is breakage of distal locking screw as well.